Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition, no signs of external damage. A review of the event history log identified battery not working, pump motor drive off post. (The pump motor drive off post alarm is related to the battery not working alarm and can occur when the pump is operating on battery power and nearly depleted.) During the functional testing the reported issue was able to be duplicated. The root cause of the issue was due to the battery no longer operating properly due to normal wear. Replaced and fully charged the battery. Performed power up process, preventative maintenance and all functional tests which passed.

Event description:
It was reported that the pump exhibited a battery error, pump motor drive post-failure. No patient injury or involvement was reported.